Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had not used the device in 2-3 years as they felt it did not really help (had a loss of therapy) and that they initially had it high and felt stinging. They wanted to turn the device off but could not connect to the ins when attempting to use the programmer. The patient was redirected to their healthcare professional (hcp) to have the ins checked. It was noted that the patient did not have a managing physician for the device and was sent physician listings. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the battery was dead, they tried to put it on the other day, they called in and they were told to go to the doctor. The patient repeated that they didn¿t use it anymore and wished the never got it implanted because it didn¿t work. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) who noted the ins is dead and the patient was scheduled for a replacement, but they missed their appointment. As a result of what was reported, the hcp was redirected to the managing hcp to confirm the ins is off for an MRI of the head. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from the patient and it was reported that when the patient used his device and had it on a lower setting it did not work for his symptoms. The patient reported that it worked for his symptoms when he increased it to a point where he felt a pinch. The patient reported that when he felt this pinch, it stopped the increased urination but when he did not feel a pinch in his ¿butt¿ it did not help with the urination. The patient reported that the pinch stopped the frequent urination. The patient reported that only program 2 worked best and he felt the vibration when he increased stimulation but had to increase to a point where he felt a little pinch for the urination to stop. The patient reported that this was just a little pinch and didn¿t bother him. The patient reported that while on the operating table program 2 out of all the programs worked the best. The patient reported that he had tried all 4 programs and seemed like program 2 worked the best with the pinch. The patient reported that the pinch stopped the urge to go to the bathroom. The patient reported that the device was not helping no matter what he did. The patient reported that the trial helped a lot but when he had actual implant it did not help that much. The patient reported that the implanted helped probably for 2 months and after that it stopped working. The patient reported that he went to his healthcare provider (hcp) 3 times since then for adjustments and still did not help. The patient reported that the device was helping a lot now that he increased to feel pinch. The patient reported that he had and appointment with hcp on (B)(6) 2017. The patient reported that he had been on a lot of supplements for his bladder and so maybe that and the device was helping.

Event description:
A patient reported they don't use their implantable neurostimulator (ins) anymore and it does not work. They stated they were misdiagnosed and believe they actually had a problem with their pudenda nerve. They said the ins worked initially but then stopped working about a year prior to the report, so they shut the ins off. Their condition changed they don't need therapy anymore, according to the patient. Their pain was a 5-6 when they would get the urge to go but at the time of the report, the pain had gone down to a 1. They just wanted the system explanted. It was noted that symptoms were in the pelvic area. The ins was indicated for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the therapy was not working at all; they had been to the healthcare provider 4-5 times to have the ins adjusted but they did not get relief at all. It was noted that they were told to shut the ins off and it had been off for ¿about a month.¿ the ins had been shut off for periods of time multiple times since 2013. It helped a little but never stopped the whole urgency, and was not a 50% reduction in symptoms. No further patient complications are anticipated or expected as a result of this event.